Manufacturer narrative:
Correction: additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-vented high-volume inlet ports were leaking. The inlet set was connected to an intralipid 20% bag and to the automated compounding device (acd) hardware when this issue was identified. The inlet set was replaced multiple times and the same issue occurred. The main module was replaced on the acd and the leak on the inlet port did not reoccur. There was no patient involvement. No additional information is available.